Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 24 mg/dl. It was stated that the customer was confused, nauseous and was vomiting prior to the event. It was also stated that the customer had been losing his appetite, but he had still been delivering the same amount of insulin as always. Troubleshooting was not possible during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.